Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl for approximately three hours while using the ilet system, after multiple supply changes and an observation of wetness around a connector consistent with a possible leak; the user manually injected 2 units of subcutaneous insulin and was advised to remain disconnected for two hours to avoid insulin stacking, then assisted with loading a new cartridge and filling tubing, with extra supplies provided. Symptoms included hyperglycemia. Outcomes included temporary use of backup therapy without hospitalization or medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was not determined. It was concluded that the event was related to hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.